Event description:
Overdelivery reported. The pump was in homecare use to infuse an unspecified hydration solution at an unspecified rate. The patient reported that the infusion completed early and the pump display showed 930ml infused, however, the entire 1000ml container was empty. The patient did not experience any adverse effects. No additional information was available.